Event description:
It was reported that the patient has expired after implant duration of approximately 54.7 months, due to unknown reasons.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A device history record review is currently in process. A response from the health care provider was received (via fax); however, no new information was learned. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.